Manufacturer narrative:
Device evaluation: h3-lens returned in a microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: d6a: (B)(6) 2023. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -1.50/6.0/152 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault, refractive surprise and significant reduction of iridocorneal angles was observed. On (B)(6) 2024 the lens was explanted and the problem was resolved. Cause reported as device. Angle closure with eye pain.